Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up report.

Event description:
It was reported that "the ventilation was started during night on (B)(6) at 2:20am. After 9am a transport to or was performed on (internal) battery, duration 20-30min. Reportingly the device failed without alarm." No injury was reported.

Manufacturer narrative:
The log file was analyzed in-depth at manufacturer site. It was found that on the date of the reported event (B)(6) 2016 the internal battery discharged much faster than expected. As a result a power failure occurred which was alarmed by the evita infinity v500 with a power failure alarm acc. To iec (B)(4). This alarm is supplied by an independent power source and lasts for at least 2 minutes. In case of a complete power loss the device shuts down and opens the safety valve to ambient allowing spontaneous breathing. The internal battery was replaced on site and was made available for manufacturer analysis. During investigations in the laboratory the observed behaviour could not be reproduced. On the basis of the investigation results it is assumed that the temporary problem of the internal battery most likely was caused by a reversible electrochemical effect. The number of similar cases of a shortened run-time of the internal battery is unremarkable.

Event description:
N/a.